Event description:
The tubing between the drip chamber and the pigtail/flush devices did not flow. The fluid in the pressurized bag would not go through the tubing and there was no flow out the other end. We had to replace the device with another set. It seemed like the lumen was closed in the tubing.manufacturer response from technical representative: pxmk1970 is a triple line transducer that is having some issues flushing the triple IV spike. Our quality department is already aware and informed of the issues surrounding the pxmk1970. They are currently investigating this. In the meantime, if a triple line transducer is needed, I would suggest using the pxmk1977 (single kit) and the pxmk1978 (double kit) to coordinate a triple pressure line. Let me know if you have questions about which configuration to use in the meantime.